Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon enlarged the incision minimally to remove the lens and put in another same model lens, no suture required. The surgeon stated the lens tore due to improper loading.

Manufacturer narrative:
Results - visual inspection of the returned product shows the lens is torn in three places and one haptic is bent. There is clear surgical residue on the lens. It should be noted that the injector & cartridge were not returned for evaluation.